Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced an infusion sets bent cannula issue event on 25-feb-2025. The patient's blood glucose level was high, and a correction was administered using the pump. The issue occurred within three or more hours of insertion, with the infusion set in use for less than 48 hours at the abdomen site. The issue occurred with two infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR-2581150-device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.